Event description:
Venatech lp filter implanted into patient on or about (B)(6) 2004 after being diagnosed with dvt and pe. On or about (B)(6) 2021 patient underwent a computerized tomography scan of his abdomen. Examination by a qualified expert radiologist showed multiple struts perforations through wall of his inferior vena cava with one strut abutting the duodenum, it also showed a strut in contact with a vertebral body causing a bony reaction. Patient is at risk for future migrations, fractures and perforations from the retained venatech lp filter, and faces numerous health risks, including the risk of death. Patient will require ongoing medical care and monitoring for the rest of his life. It should be noted the actual product code was not listed in the document and a batch number was not provided to assist in verify the actual product code. The product code used is the code for the vena tech lp filter as listed in the document.

Manufacturer narrative:
Batch history review: batch unknwon investigation: the device is not available for evaluation. No x-ray pictures sent for examination. Conclusion: without any element, no thorought investigation is possible the complaint database has been reviewed for the last 6 years. This type of incident is very rare. No corrective action is currently envisaged.